Manufacturer narrative:
Follow-up #1 date of submission 04/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows evidence of rebooting. Visual inspection revealed that the battery compartment and battery cap are free of damage. The battery cap fully tightens to resistance with no yellow o-ring visible. The pump was exercised for 24 hours with no power interruptions occurring. The battery cap contacts were found to be within specification. There were no defects found to the battery flex or the power circuit. The complaint was verified in the black box but could not be duplicated on investigation.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging a power (intermittent power) issue. The patient stated that the pump reboots at least once a week. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.